Event description:
On 2/14/97, the facility's buyer informed the MFR's (MFR) sr. Customer service rep. That the device catheter was leaking and as a result, the device was explanted on 2/6/97, and replaced with another device. No further details were provided at this time.